Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, the surgeon noted metal shavings emanating from an fms cutter and falling into the joint space. It is not known if all of the debris was removed from the body; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Although in the original complaint report from our affiliate the device's lot number was not supplied, lot # 1118 is what is etched on the device received against this complaint file. Visually the device was viewed both with the naked eye and under power (10x): there were no notable surface imperfections or anomalies; in other words there were no apparent telltale "rifling" marks. However the inner blade's shaft has a notable bend or bow to it. This anomaly of the tube is more proximal than distal, and it measures in deformity at 0.0059 (0.1499 mm) deviation from straightness. While this may seem insignificant, the deformity is greater than the mating tolerance; so, even though the inner and outer components can be mated, this deformity results in surface to surface contact when they are in use, and of course, this contact or friction could be the cause of the metal shavings reported. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We do not know if the deformity is the root cause and we do not know at which point in the device's life that it sustained the deformity. We consider the device's condition to be an anomaly; at this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.